Event description:
On (B)(6) 2022, a customer in france notified biomérieux of possible overestimated results when testing with vidas® estradiol ii 60 tests (ref. 30431, lot #1009083540, expiry date: 16-nov-2022) with a patient sample. On the (B)(6) 2022, the customer obtained the following result with the first sample (plasma, heparinate): 2043 pg/ml using vidas. The same sample on dry tube gave a result of 1953.50 pg/ml using vidas. With the 2nd sample collected the day after, the customer obtained 150 pg/ml using beckman. Another sample tested on roche gave 200 pg/ml while the result was 1816.29 pg/ml with vidas. A sample collected on dry tube gave a result of 1953.50 pg/ml using vidas the patient is undergoing different treatment including one corresponding to hormone replacement therapy (provames). It is written in the package insert the following information: "in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained". There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 30431 is not registered in the united states. The u.s similar device is product reference 30431-01.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in france of possible overestimated results when testing with vidas® estradiol ii 60 tests (ref. 30431, lot #1009083540, expiry date: 16-nov-2022) with a patient sample. Customer material: no material received from the customer. Investigation outcomes: 1) complaint analysis: the complaint analysis did not reveal this issue as a systemic quality issue. 2) analysis and tests conducted by complaints laboratory control chart analysis: this analysis was carried out: on four (4) internal samples with a respective target between 110 and 414 pg/ml. - on seven (7) lots of vidas® estradiol ii ref.30431 including the lot 1009083540 mentioned by the customer. The analysis of the control charts showed that all results were within specifications and the lot 1009083540 is in the trend compared to the other lots. Test on internal samples: the complaints laboratory tested: - three internal samples with the following targets 123 / 156 and 365 pg/ml. - on vidas® estradiol ii lot 1009083540 (retain kit of customer¿s lot) and another, lot 1009407120 (used as a reference by quality control laboratory). The results complied with the specifications with results close to the targets on both lots and the results were not significantly different from a lot to the other one. Moreover the results obtained on the customer¿s lot 1009083540 were similar to those observed before the batch release. We do not observe any evolution over time of these samples activity. Analysis of reports related to eqa program: our complaints laboratory subscribes to external quality assessment program (eqa) and has tested quality control samples from probioqual organization on vidas® estradiol ii as an ordinary laboratory. The analysis of report issued by probioqual organization for quality control samples with means close to the patient¿s sample showed: - a variability between methods about 11% and a cv of vidas® peer group about 6%. - excellent score for both samples with results in the middle of the acceptable range. - results not significantly different than those observed with roche method or beckman method taking into account the fact that the methods have different design, different technologies and different raw material. Conclusion: the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples on vidas® estradiol ii lot 1009083540. The analysis of reports from an external quality assessment program did not show any abnormal variability of the results of the vidas® peer group and did not highlight such difference of estradiol concentrations as the ones observed by the customer between vidas® method, beckman method and roche method. We did not manage to identify any obvious root cause but the issue could be due to the sample containing a substance recognized highly by vidas® estradiol ii. The samples were collected on a patient undergoing a hormone replacement therapy (provames). It is mentioned in the package insert of vidas estradiol ii ref.30431 in section results and interpretation the following information ¿in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed¿ - it is also important to the customer that he must perform the required maintenances (user maintenance and preventive maintenance) in order to maintain instrument performances. According to the data mentioned above, there is no reconsideration of vidas® estradiol ii ref.30431 lot 1009083540.